Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock lead impedance and noisy signals were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead during implant. It was found out that the high voltage lead was connected reversely to the device header. Subsequently, the issue was resolved after the placement of the lead was corrected. All measurements were back to normal. The device and rv lead remain in service. No adverse patient effects were reported.